Event description:
Invalid result (s). Called in because after following the directions exactly there was no c line present after 15 minutes. The kit was received from the government. This was the only kit she had so she cannot retest. She has since thrown away the box so no lot# and exp date can be provided.